Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remains implanted so no engineering investigation could be performed.

Manufacturer narrative:
A review of the manufacturing records for this device lot is in progress. (B)(4).

Event description:
It was reported the physician implanted a gore cardioform septal occluder on (B)(6) 2015 to close a patent foramen ovale. Post implant, the patient had four episodes of atrial-fibrillation. The physician stopped aspirin and is titrating plavix over the next two weeks. The patient was placed on xarelto. The patient will be anti-coagulated for the next 6 months and will continue to be monitored.